Event description:
Event description guidant received information that during the procedure to place this left ventricular lead within the coronary sinus, the finishing wire was unable to be completely inserted into the lead. The lead was implanted. However, one day post implant, the lead dislodged.